Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was reformatted and the software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's saved images were mixed up. No pt injury was reported.